Manufacturer narrative:
Section h6 (method code): additional information. Additional information was added to the manufacturer's investigation conclusion. Manufacturer's investigation conclusion: the reported event of the driveline being plugged in upside-down regarding the system controller was confirmed. The returned system controller was observed to have a burn mark around pin 4 of its bulkhead connector and alarmed with driveline power fault when connected to a driveline due to fuse b being damaged upon arrival. However, the alarm did not prevent the controller from operating a pump. Fuse b was replaced with a new component. The controller was successfully functionally tested afterwards and no atypical events occurred once the fuse had been replaced. A log file was extracted from the system controller during testing and was reviewed. The log file contained data that spanned approximately 1 day (05sep2019 ¿ 06sep2019 per time stamp). Fuse b was damaged within the controller on 05sep2019 at 9:19, caused by the driveline being connected to the controller upside-down as reported ¿ this is further evidenced by the controller¿s operating mode changing at this time, indicating that a driveline was connected. A controller internal fault alarm became active at this time. The driveline was disconnected, then reconnected properly within 20 seconds of the incorrect connection. The pump maintained speeds above the low speed limit while connected to the driveline. However, the controller alarmed with driveline power fault due to fuse b being damaged. The alarm did not resolve until on (B)(6) 2019 at 15:21, when the patient¿s driveline was disconnected, and did not prevent the system from operating at appropriate pump speeds. No other notable events were observed. The data captured in the log file, the burn mark on the driveline connector, and the damaged fuse indicate that the driveline was incorrectly inserted into the controller by 180 degrees as per the reported event. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with mfg and qa specifications. Heartmate iii patient handbook section 2-¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. Heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ addresses all alarm conditions, including driveline power fault alarms, and what actions to take when they occur. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusions: the reported event of the driveline being plugged in upside-down regarding the system controller, serial number (B)(6), was confirmed. The returned system controller was observed to have a burn mark around pin 4 of its bulkhead connector, and alarmed with driveline power fault when connected to a driveline due to fuse b being blown upon arrival. However, the alarm did not prevent the controller from operating a pump. Fuse b was replaced with a new component. The controller was successfully functionally tested afterwards and no atypical events occurred once the fuse had been replaced. A log file was extracted from the system controller during testing and was reviewed. The log file contained data that spanned approximately 1 day (B)(6) 2019 ¿ (B)(6) 2019 per time stamp). Fuse b was blown within the controller on (B)(6) 2019 at 9:19, caused by the driveline being connected to the controller upside-down (as reported). A controller internal fault alarm became active at this time. The driveline was disconnected, then reconnected properly within 20 seconds of the incorrect connection. The pump maintained speeds above the low speed limit while connected to the driveline. However, the controller alarmed with driveline power fault due to fuse b being blown. The alarm did not resolve until (B)(6) 2019 at 15:21 when the patient¿s driveline was disconnected, and did not prevent the system from operating at appropriate pump speeds. No other notable events occurred. The data captured in the log file, the burn mark on the driveline connector, and the damaged fuse indicate that the driveline was incorrectly inserted into the controller by 180 degrees as per the reported event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that while performing a system controller exchanged at the clinic it was noticed that the percutaneous lead was connected to the system controller upside down. Due to this, the system controller alarmed driveline power fault which was confirmed via the log file. The staff decided to exchange the system controller and the modular cable. The patient's asymptomatic and the pumps parameters were within the range. No further information was provided.